Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient experienced difficulty healing at the mid back incision site, since being implanted a year ago. The patient is currently taking oral antibiotics and wound dressings are changed daily. Stimulation is currently on. Nevro has attempted to obtain more information regarding the event and patient condition; however, no additional information has been provided.